Manufacturer narrative:
An event of patient¿device interaction issue (thrombus) two months after procedure was reported. A returned device inspection could not be performed because the device remains implanted and was not available for analysis. The device history record was reviewed and confirmed that all manufacturing and inspection steps were completed, and the product met all applicable specifications. The cause of the reported patient¿device interaction related to thrombus and leaflet thickening could not be determined. The reported serious injury was related to case-specific circumstances, as the patient required surgical intervention. There is no indication of a product quality issue related to manufacturing, design, or labeling.

Event description:
(B)(4) - envision ide study: (B)(6). It was reported that on (B)(6) 2024, a navitor 29mm vision valve was implanted. On (B)(6) 2026, imaging showed normal valve expansion with a grade 4 hypoattenuating leaflet thickening (halt) in the rcc facing bioprosthetic valve leaflet and a grade 2 halt of the ncc facing bioprosthetic valve leaflets.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.